Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01375. This report is being submitted as additional information. The referenced previous pump exchange was reported under MFR report number 2916596-2017-02777. Approximate age of device - 6 months. Manufacturer's investigation conclusion: the explanted pump was not returned to the manufacturer for analysis. A direct relationship between the device and the reported event could not be determined. The submitted system controller log files appeared to show the system functioning as intended. Multiple requests for product return were issued to the customer but the pump has not been received to date. Hemolysis is listed as an adverse event in the hmii instructions for use that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital on unspecified date for elevated lactate dehydrogenase (ldh) at 2177 u/l. The patient had a history of prior pump thrombosis with a pump exchange. It was reported that the patient was being monitored closely as an outpatient. On (B)(6) 2018, the patient was readmitted with elevated ldh up to 1217 u/l on admission and ldh at 1095 u/l on the morning of the next day. An integrilin infusion was started. The patient was on aspirin, brilinta and coumadin with an elevated inr goal of 2.5-3. An echocardiogram was performed. The patient stated the urine was clear. The log file was sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log and observed no unusual events seen within the log file. There were no evidence of a thrombus within the log file. It was later reported that the patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.